Event description:
It was reported that the patient with this left ventricular (lv) lead was experiencing diaphragmatic stimulation. The pacing impedance of this lead had measured high since implantation measuring around 1500 ohms. This lead was explanted and replaced with a new lv lead. No additional adverse patient effects were reported.